Event description:
Patient was being transported via cart to radiology test and being monitored via zoll r. Series defibrillator. The screen on the monitor became blank. Nurse turned monitor off and on and screen still did not display. After patient's test was completed, the zoll was reinstituted and the screen was multicolored and displayed a fuzzy test pattern. The defibrillator was removed from service and was checked by mayo biomedical. The 30 jewel test indicated that it was a monitor display issue. Zoll was contacted and the defibrillator was sent to them for service.